Event description:
A physician reported his pt had a severe sore throat and hoarseness following the use of an lma. The insertion of the lma was reported to be without any problems or signs of trauma. In recovery, the pt complained of a sore throat, but was discharged home. Five hrs later, the pt returned sounding like a "frog" and complaining of a severe sore throat. A blister was noted on the pt's soft palate. The pt was hospitalized overnight and treated with benadryl and oxygen. The next day the pt was examined by an ent consult who stated it looked like a chemical reaction. The pt was sent home and placed on oral steroids. The pt is expected to recover fully. The physician was advised to check the facility's cleaning/sterilization procedures.